Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt experienced thigh pain. It is further alleged that during a follow-up visit the surgeon observed that the end of the stem of her prosthesis had shifted and was pressing on the cortex of the femur.